Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose ranged from 179-289 mg/dl. Multiple attempts were made by clinical support to follow up with the customer for additional troubleshooting, but no response was received, and no additional information was provided.